Manufacturer narrative:
Result: the coil is detached from the pusher assembly. The pull-wire is still intact with the proximal end of the pusher assembly hypotube. The pet-bump is still on the distal end of the pull-wire. The pusher assembly is fractured approximately 8.5 cm from the proximal end of the wire. The stretch resistant (sr) wire is broken. The coil proximal constraint ball is loose on the sr wire and the flat end of the sr wire was exposed. Conclusion: the complaint has been evaluated. The complaint describes multiple attempts to detach the coil both with the detachment handle and manually, without success. The returned device revealed a fracture in the pusher assembly, caused by manual attempts to detach the coil. The root cause of the other damage described cannot be determined because the coil was decontaminated with bleach, a corrosive chemical to the coil materials, prior to return for evaluation. The cause of the reported issue, inability/difficulty detaching cannot be determined based on the condition of the returned device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the splenic artery using a penumbra coil 400. During the procedure, an elway 5.1 f guiding catheter was placed in the upper mesentery artery. A px slim microcatheter was advanced to the splenic aneurysm through a new rodeo 14 microcatheter. A penumbra coil 400 was deployed through the px slim microcatheter. The coil was detached using a detachment handle while the physician confirmed the detaching process though fluoroscope. The physician noted that the pet lock had broken. However, the coil came back as the physician pulled back the delivery wire. The physician broke the delivery wire, pulled the pull wire, and tried to detach the coil manually. Finally, the coil was retrieved out of the body because it came back with the delivery wire. There was no report of an adverse effect on the patient. Physician's comment: I manipulated the devices properly. The pull wire was already broken before the detaching.

Manufacturer narrative:
Conclusion: the device has returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.